Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was recommended for replacement. A quote for repair has been submitted but not accepted at this time.

Event description:
The hospital reported, during pre-use checkout, the expected tidal volume was not delivering due to a gas leak that made manual and mechanical ventilation unusable. There was no report of patient involvement.